Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device could not spin the shaft. The evaluation occurred in pre-testing; this event is not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was determined that the device did not meet manufacturing specifications. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to old and worn out gears which were seizing up, which is normal wear and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.